Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) had resistance crossing the subclavian artery using the in-line sheath. The sheath was not advanced on the first attempt at all and reached halfway on the second attempt. The valve was implanted and hemostasis was unsuccessful. It was confirmed that the blood vessel had torn and a covered stent was implanted for hemostasis. No further adverse patient effects were reported.